Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va11srg, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a resistance anomaly was found during implant. The lead was replaced in order to successfully complete the surgery. The patient¿s current status was well. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.